Event description:
Reportedly, the lead was implanted on (B)(6) 2024, and during the first follow-up, a high atrial impedance was recorded despite the impedance measurement during the follow-up being around 600 ohms. During the next follow-up on (B)(6) 2025, the p wave amplitude was low (0.6 mv), and the impedance was above 3000 ohms. Although the measured threshold was 1.25v, several egms showed atrial loss of capture.

Manufacturer narrative:
Analysis synthesis: review of the quality documents confirmed that the lead was manufactured and approved in accordance with accepted standards. Review of the provided files revealed an initial increase in atrial lead impedance to 3000 ohms on (B)(6) 2024. During the follow-up on (B)(6) 2025, a deterioration was noted, with a significant decrease in p-wave amplitudes and persistently high atrial impedance values, above 3000 ohms, with occasional drops just below this value. Some episodes of atrial capture failure were also recorded during this period. On (B)(6) 2025, a sudden evolution in electrical parameters was observed: atrial sensing amplitude increased from 2 mv to 6 mv, and impedance dropped markedly from 3000 ohms to 600 ohms. X-ray taken with a zoomed view of the defibrillator revealed that the atrial lead did not appear to be optimally inserted into the atrial connector, as the lead pin did not visibly protrude through the connector block. It revealed an incorrect atrial connection to the device header. This case has been retained for monitoring and trending purposes.

Event description:
Reportedly, the lead was implanted on (B)(6) 2024, and during the first follow-up, a high atrial impedance was recorded despite the impedance measurement during the follow-up being around 600 ohms. During the next follow-up on (B)(6) 2025, the p wave amplitude was low (0.6 mv), and the impedance was above 3000 ohms. Although the measured threshold was 1.25v, several egms showed atrial loss of capture.